Event description:
During servicing of the autopulse platform (sn (B)(6)), the device intermittently displayed user advisory (ua) 12 (lifeband not present) upon powering up. No patient involvement.

Manufacturer narrative:
During device evaluation and servicing of the autopulse platform (sn (B)(6)), the platform passed preliminary functional tests but intermittently displayed user advisory (ua) 12 (lifeband not present) upon powering up. The root cause of the noted issue was the worn monolithic shaft lock plunger, most likely due to wear and tear. The autopulse platform was manufactured in september 2015 and is over 8 years old, well beyond its expected service life of 5 years. The shaft lock plunger was replaced to address the problem. Visual inspection revealed a vertical breakage going through one of the screw fittings of the front enclosure, unrelated to the noted device failure. The observed physical damage could be attributed to wear and tear as well as user mishandling, such as a drop. The front enclosure was replaced to address this issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).